Manufacturer narrative:
Correction in b (adverse event or product problem), h1 (type of reportable event) and h6 (health effect - impact code).

Manufacturer narrative:
The solex 7 catheter associated with this complaint will not be returned for evaluation. The solex catheter and guidewires were discarded by the hospital. Since the devices were not returned, an investigation could not be performed and a root cause could not be determined. The hospital provided photos of the 2 guidewires and solex catheter. The guidewires images show bent wires likely due to handling . The solex catheter appeared unraveled and covered with blood. Zoll was unable to make any conclusive determination for reported complaint without the return of the devices. Per zoll medical safety assessment, the patient was in a critical condition of cardiogenic shock and eventually expired. According to the reporter, the patient outcome of death was not attributed to the zoll devices. Thrombus is a common complication in patients in a critical condition. The patient developed thrombus before usage of zoll device. In agreement with a customer, event of death was due to the patient's clinical condition and not attributed to zoll device. Event of death was serious because it met criteria for seriousness (death).

Event description:
Prior to insertion of solex catheter, thrombus was seen using ultrasound. It was determined that the thrombus was seen at depth, but there is enough space for catheter insertion. Upon puncturing the left internal jugular vein, the user was unsuccessful to fully insert the catheter. User used 2 guidewires, however the guidewires bent. Following this, the user punctured the right jugular vein in second attempt to insert the same solex catheter, unsuccessful. Lastly, icy catheter was used and was successfully inserted in the femoral vein and ivtm therapy was administered. However, patient expired. According to the reporter, the patient outcome was not attributed to the zoll devices. The catheters and suk were disposed by the customer.